Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, troubleshooting was unsuccessful. Rate- 2.2 ml/hour, res vol - 14.8 ml, given - 85.2 ml. Event occurred while in use with patient at home. No patient harm/adverse event reported.

Manufacturer narrative:
H3/h6: the device was not returned. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Based on the review of the service history and information provided from the customer, the investigation was unable to determine a probable cause.